Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. Unity tech investigation showed the database was updated but the report did not upload to the server; the report header, body, and report files were not present. The exam was re-read by a physician. Station logs had truncated, therefore were unavailable for review and further investigation. As a result, no other review/investigation can be performed for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On march 15, 2018, the customer reported an exam report that was dictated on (B)(6) 2018 was not saved and is missing. Unity tech investigation showed the report did not upload successfully, and will have to be recreated. The audit trail does show a "report save" event but header, body, and report files were not present. Station logs had truncated, and were unable to be reviewed. The exam was read on (B)(6) 2018. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. Reference complaint (B)(4).